Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode had an invalid instrument error message once plugged. During in-house engineering evaluation, it was determined that biological residues were found in the shaft and tip on the device. Another like device used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the vapr tripolar 90 suction elect was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation under magnification revealed biological residues on the tip. The electrode was not received in its original packaging. Biological residues were found in the shaft and tip. The cable and plug were received cut. Based on the condition of the cable, it is not possible to test its functionality. A manufacturing record evaluation was performed for the finished device lot number: u2107132, and no nonconformances were identified. Since the functional test was not performed, we were unable to confirm the customer reported issue. Also, we cannot determine what caused the user to experience reported problem. As the plug has been removed there is no point in returning the device for investigation as electrical and functional testing will not be possible. It should be noted a worn generator socket could be a contributory factor for the issue customer is experiencing. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.